Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
Received info that the tubing detached at the point where it connects to the cartridge. The customer woke up with a blood glucose level of 478 mg/dl. Customer stated that the blood glucose levels have stabilized and were "normal."